Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. The clinician indicated that they shut the device off and then, back on and it was functional. Complainant indicated that there was no pt involvement in the reported malfunction.